Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because problem with strip or sample issue with meter was not resolved with troubleshooting.